Manufacturer narrative:
Device evaluated by simulated use testing, found open circuit, device repaired and returned to the customer.

Event description:
Unit went down with a patient on the table and the case had to be canceled. Error code 235.